Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant aortic cuff and aptus endoanchors were implanted in the patient for an event associated with another manufacturer's stent graft. It was reported that during the procedure the endurant aortic cuff was implanted into another manufacturer's stent graft and extended proximally. The physician then implanted four endoanchors that went through the endurant aortic cuff and the other manufacturer's stent graft. During the first stage deployment of the fifth endoanchor, the endoanchor did not appear to be engaged into the stent graft, so the physician re-housed the endoanchor, re-positioned the guide and the applier, and completed the final stage of the endoanchor deployment. However, the fully deployed endoanchor was barely attached to the graft fabric and was inadvertently knocked off from the stent graft. The endoanchor then became stuck on the stent graft material. The physician attempted to snare the endoanchor, but it moved and was wrapped around the bare stent. The physician attempted to snare it from there and was able to get it off without issue. The endoanchor was hit and migrated proximal to the thoracic arch. The physician was able to use a reliant balloon to move the endoanchor back down the descending aorta and into the stent graft. When the endoanchor was in the mid-graft body, it flowed distally into left internal iliac artery, most likely embolizing in the internal iliac artery. No further aptus endoanchors were impl anted and the case was completed. The physician stated that the event is related to the patient¿s anatomy, aortic neck angulation. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.